Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The difficulty to remove protective sheath was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficulty to remove protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to the procedure, during preparation of a 2.0 x 20 mm mini trek balloon catheter, the protective sheath was unable to be removed. The device was not used on the patient. It was exchanged for another device to finish the procedure successfully. There was no clinically significant delay of procedure reported. No additional information was provided.